Event description:
Pt was sitting in tub chair lift-seat belt strap was applied as required. Pt leaned forward in chair and seat belt strap snapped loose from chair and resident fell forward out of chair. Resident fell onto bottom of tub landing on hands and knees facing bottom of tub. At time of incident, tub chair was in raised position level with top edge of tub. Belt strap came off at attachment site to chair seat.